Event description:
It was reported implant fractured at tooth location 43, implant was removed. Mobility reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. G4: premarket identification k011028/k013227.